Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), product type: lead; product ID 37743fa, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported that the patient had wires out of place in the past. The wires were ¿everywhere in his back.¿ the patient was reaching back to itch or something and felt a bump. The patient¿s physician had to go in and fix it on an unknown date. Additional information was requested from the patients physician regarding this event, if received a follow up report will be sent.